Event description:
The rptr indicated that is the first time this clinic has seen this pt. Capture threshold is 4.0v at 0.2 ms. It was currently programmed to 4.0v at 0.6 ms. Pocket stimulation was noted. The pt stated that this has been occurring since the implant. The pts wife stated that the pt has been feeling faint and experiencing shortness of breath recently. The pt performed various arm movements and pressure was applied to the pocket. Both activities resulted in ventricular inhibition. The device was explanted.